Event description:
There was no patient impact associated with this complaint. The reporter stated that a bolus was not dispensed as programmed. There is no additional information available at this time. The complaint is being reported based on the allegation tha the pump did not deliver insulin as expected.

Manufacturer narrative:
(B)(4). Testing found no defect in the pump. The pump powered to verify screen with audible and vibratory sounds and was exercised for 24 hours on a 1 unit per hour basal rate with no alarms or warnings occurring. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.